Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient went to an emergency room and eventually got hospitalized on (B)(6) 2025 due to insertion of infusion set into scar tissue. Patient was then admitted to intensive care unit (ICU). Blood glucose level was 541 mg/dl at the time of the event. Patient got treated with intravenous (IV) and fluids of saline and insulin. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6009461 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 for the code set broke prior to use due to insertion into scar tissue, into sites not stated by the instructions for use (IFU), or incorrect preparation of set. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: the lot 6009461 was manufactured according to the wi version 117 in the line 5, on 30/sep/2024, with a total of (B)(4) units. Trending: a query was run in database on 09/jun/2025 against malfunction code set broke prior to use due to insertion into scar tissue, into sites not stated by the instructions for use (IFU), or incorrect preparation of set and lot 6009461 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to occlusion, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.